Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room during implant, post-paced t-wave oversensing was observed on the ventricular channel. Recommended programming changes were not necessary as oversensing was not reproducible.

Event description:
New information received states when an asymptomatic patient presented to the clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.